Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised left rear corner where back cane meets the bottom frame is broken at a weld.